Event description:
It was reported that during a lap sigmoid colectomy procedure, the device fired malformed staples which resulted in staple line leakage. A clip was replaced. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.